Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The distributor contacted heartsine to report that their device's battery was dead, which will result in the device failing to power on. Failure to power on device may prevent or delay defibrillation therapy, which may result in adverse consequences. There was no patient involvement reported with this event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault. Upon receipt the device was exhibiting low battery fails, which were accompanied by a flashing red status indicator. The reported fault was attributed to a failure of the positive terminal pogo pin. This had resulted in voltage fluctuations and low battery fails. The device was scrapped by heartsine and the customer was provided with a replacement device. The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The distributor contacted heartsine to report that their device's battery was dead, which will result in the device failing to power on. Failure to power on device may prevent or delay defibrillation therapy, which may result in adverse consequences. There was no patient involvement reported with this event.